Event description:
Customer reported via phone call that they were a low blood glucose level of 54 mg/dl. The customer visited the emergency medical services due to hypoglycemia. Troubleshooting was performed. The customer stated that the insulin pump was not working half the time and feel that it did not insulin pump in enough insulin and sometime too much had the emergency medical services there due to over delivery. No further complications were reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.